Event description:
Based on review of performance data, the right ventricular (rv) lead showed a slight decline in impedance values from 700 ohms to 576 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data reviewed revealed lead impedance trend slightly declining from an average of 700 ohms to 576 ohms. Concomitant medical products: a 4076 lead, implanted (B)(6) 2013. (B)(4).